Event description:
It was reported by the rep that the device was used during a right cholectomy. It was reported the surgeon used a tlc55 without a problem. 10/09/1998 the second reload wouldn't fire. The stapler seemed to have locked out. They opened a new tlc55 and finished the case. There was no consequence to the pt.